Manufacturer narrative:
The reported event was confirmed. As received, a complete lead was returned in one piece, measuring 53.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an implant procedure. There was no capture on the atrial lead. Another lead was implanted instead. The patient was stable.